Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable thyroid results for an unknown number of patient samples from two cobas e602 analyzers when compared to the results from competitor reagents. The customer suspected that interferences in the samples may have been the cause. Of the data provided for six patient samples, only the results for five of the samples were discrepant. Clarification of the specific dates of testing was requested, but was not provided. Refer to the attachment to the medwatch for all patient data. This medwatch is for thyrotropin (tsh) for patient 1. Refer to the medwatchs with patient identifiers (B)(6) for the other reagent lot numbers and assays involved in the complaint. Information regarding if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for further investigation. Interference analysis was performed to confirm an interfering factor in the sample. Either an interfering factor to the tsh f(ab¿)2 fragment or the ru-label was identified. It was possible the interfering factor was to both. These interfering factors are documented in product labeling for the assay. No product problem could be found.